Manufacturer narrative:
The device was not returned to olympus for evaluation. The user¿s complaint was not confirmed. As the device was not returned for evaluation, we are unable to determine a root cause for the reported event. If additional information becomes available or the device is returned for evaluation, a supplemental report will be filed.

Event description:
The user facility reported that there was an image problem with the device. The monitor has no image. It will not display any video. There was no patient involvement. No additional information was provided.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The legal manufacturer (lm) reviewed the content of this complaint for further investigation. The result of the DHR review confirmed the subject scope was shipped in accordance with specifications. The lm reported that the most probable causes for the reported event are as follows: although it is speculative, we believe that it occurred due to the following factors: malfunction power supply board malfunction of the image processing board since 6 years and 2 months have passed since manufacturing, it is considered to be a normal age-related deterioration.